Manufacturer narrative:
(B)(4). Date sent: 1/13/2023. Additional information was requested and the following was obtained: 1. Could you please provide more details for "bad position of the clips"? 2. Were there any staple formation issues? (B-formation, irregular, legs straight)? 3. Was the staple line complete? 4. Or did the reload was incorrectly loaded? 5. Could you please clarify if there were any patient consequences? 6. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Answers: 1) when the fourth and fifth load were used, the agraffes were partially (fourth) and almost all (fifth) open. 2) agraffes ¿legs¿ open. 3) yes. 4) no. 5) no. 6) after the malfunctioning of the stapler, the procedure was converted to "surgery open" through laparotomy. The post-op recovery has been regular. Since there was a laparotomy, the hospital stay was extended by 3-4 days. Attempt are being made to obtain the following information. To date a response has not been received. If further details are received at a later date, a supplemental 3500a report will be submitted. What was the surgical procedure? What color cartridges were used in the procedure? Which cartridges were used on each firing? What is the product code of those cartridges? Did the surgeon note any difficulty in any of the firings? Any abnormal noises heard? Was there any difficulty closing the device? On what anatomical structure was the device fired? Was it on one or both sides of the staple line? Any photo or video available?

Event description:
It was reported that when the fourth blue load of the device was used: bad position of the clips and consequently it wasn't possible to suture the gastric walls. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please provide more details for "bad position of the clips"? 2. Were there any staple formation issues? (B-formation, irregular, legs straight)? 3. Was the staple line complete? 4. Or did the reload was incorrectly loaded? 5. Could you please clarify if there were any patient consequences? 6. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 2/3/2023 additional information was requested and the following was obtained: what was the surgical procedure? -> videolaparoscopic subtotal gastrectomy what color cartridges were used in the procedure? -> blue which cartridges were used on each firing? -> 60 blue what is the product code of those cartridges? Na did the surgeon note any difficulty in any of the firings? -> at the forth shot he noticed resistance in the section any abnormal noises heard? -> a weird noise at the third shot was there any difficulty closing the device? -> no on what anatomical structure was the device fired? -> first shot duodenum; second, third and forth shot stomach was it on one or both sides of the staple line? -> only one side